Event description:
It was reported that the patient presented with pocket infection. The vegetation on the right ventricular (rv) lead was visualized with a transesophageal echocardiogram. The physician explanted the pacemaker and the rv lead. The rv lead was replaced on the same procedure date.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
New information received indicated that the patient remained in stable condition before, during, and after the procedure.